Event description:
It was reported the asymptomatic patient presented in clinic for follow-up with the patient¿s pacemaker in back-up bvvi status. Two firmware downloads were attempted but were unsuccessful. The wand was removed and the programmer was rebooted but, again, two additional firmware downloads were attempted yet were unsuccessful. A different programmer was obtained and the firmware was successfully downloaded. Settings were programmed to nominal.